Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been receiving ineffective therapy due to high impedance. In turn, the patient underwent surgical intervention. During the procedure, the doctor attempted to reposition the patient's lead but high impedance remained. As a result, the doctor explanted and replaced the patient's lead. Effective therapy was restored post-op.

Event description:
Follow up information identified as patient weight obtained.